Event description:
It was reported that during a sigmoid colectomy procedure, the device cut but didn't staple. The surgeon hand sewed to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable.